Manufacturer narrative:
The controller was returned for investigation. Inspection of the android log files from the complaint controller found that all boluses showed evidence of interaction with the controller in order to enter carb, bg, and cgm values into the bolus calculator and the correct steps were followed to confirm and start the delivery of the boluses. No evidence of uncommanded or unprompted boluses were observed in the device logs. During the investigation, the controller was paired with an unused pod, which was paired with a cgm emulator, and tested in all functions. Entry of carbs, bg values, cgm values, and manual adjustments into the bolus calculator found the suggested bolus to be correctly calculated based on the user's settings and each bolus was only delivered after input into the controller to confirm and start the bolus and all boluses were accurately recorded into the device records. The controller was found to function as intended during the investigation. No evidence of uncommanded boluses was found. The cause of the event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) administered uncommanded insulin delivery bolus for an unspecified amount on two separate occasions. The patient's blood glucose level (bg) rose to above 250 mg/dl.